Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited increased pacing thresholds and pacing impedances. No noise was observed and tip calcification was suspected. Boston scientific technical services (ts) reviewed data from the device and recommended further troubleshooting and monitoring the system. The physician will continue to monitor the patient via follow-ups. This rv lead remains in service. No adverse patient effects were reported.